Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. The results are pending completion. If a lot number is identified, a device history record review will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was advancing a 1.5mm cortex screw into a 1.5mm extended h-plate plate for a right hand fusion procedure; the head of the screw compressed down onto the plate, causing the plate to break. The plate broke at the screw hole, towards the end of the screw hole. The plate breakage did not generate any fragments and was easily removed without medical intervention. Standard x-rays were taken unrelated to the plate breakage. The surgeon used another plate from the set and the same screw was used. There was a 15 minute surgical delay due to the reported event. The procedure was completed successfully without patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (1.5mm ti extended h-plate/right, part number 446.482). The subject device was returned with the complaint condition stating that as the surgeon was advancing a 1.5mm cortex screw into a 1.5mm extended h-plate for a right hand fusion procedure; the head of the screw compressed down onto the plate, causing the plate to break. The plate broke at the screw hole, towards the end of the screw hole. The plate breakage did not generate any fragments and was easily removed without medical intervention. Standard x-rays were taken unrelated to the plate breakage. The surgeon used another plate from the set and the same screw was used. There was a 15 minute surgical delay. The procedure was completed successfully. This complaint is confirmed. The returned plate is broken in one location on the lateral edge of a screw hole. The break is clean and no fragments appear to have been generated as the fracture ends can be re-aligned together. Whether this complaint can be replicated is not applicable as the returned device is already broken. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. Drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned plate is an implant available for use in the depuy synthes modular hand system for fractures, replantations, and reconstruction of the hand per technique guide. Unable to determine a definitive root cause. Most likely due to repeated intra-operative bending of this 1.5mm thick plate thereby weakening the plate enough to break under force of inserted screw. It is not likely that the design of the device contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.